Event description:
Brandao, e., rosas, m. J., abreu, p., linhares, p., vaz, r. Intracerebral abscess: a rare complication of deep brain stimulation. Ne urocirugia. 2013;24(1):33-36. Doi: 10.1016/j.neucir.2011.11.008. Summary/reported event: a 59-year-old male who had suffered parkinson's disease (pd) for 19 years was submitted to bilateral subthalamic nucleus deep brain stimulation (dbs) in (B)(6) 2003, when he was (B)(6). The patient developed an inflammatory reaction of the skin and subcutaneous tissue surrounding the area of the subcutaneous device system one month after implantation. No infectious agent was isolated, and skin allergies tests to talc gloves and to the device material were negative. In the following 12 months, the patient required 5 major surgeries due to a process of systematic inflammation/infection throughout different locations of the device system. A few days after removal of the device system, the patient developed a right oculomotor nerve paresis and mild left hemiparesis. He had fever, headache, somnolence, and nuchal rigidity. A CT scan revealed an abscess in the right thalamo-mesencephalic area. A staphylococcus aureaus was isolated from cerebrospinal fluid, and the patient started antibiotic treatment during 21 days with improvement of his state. He was a slight diplopia, mild left hemiparesis, and no parkinsonic tremor, bradykinesia and rigidity on the opposite side of abscess as well as no dyskineasias. Both the new neurological deficits and the previous tremor and rigidity improved after surgical drainage and medical treatment. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2003, product type lead. (B)(4).